Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was noted with undersensing on stored and current electrogram during atrial arrhythmia. The lead remains in use. No patient complications have been reported as a result of this event.